Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the bb history showed one por had occurred on (B)(6) 2015. No battery cap returned with the pump. A test battery cap was secured to the pump and was able to maintain an electrical connection. The battery compartment was found to be cracked above and below the bumper pad. The pump was exercised for 24 hours on a 1u/hour basal rate with no power interruptions occurring. The display was found to be dim, faded, and discolored. The pump case was removed and moisture corrosion was observed on the support bracket and battery cannister. No evidence of moisture or intermittent conditions found to power circuit. Unable to duplicate "no power" issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.